Event description:
Reporter alleged obtaining a discrepant blood glucose result of 210 mg/dl compared back to back with a result of 79 mg/dl within 10 minutes and he wasn't sure if he used advantage system 1 or advantage system 2. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that he self-treated with food. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the strips were discarded and so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 2. Reference medwatch report with a1 patient for the suspect device advantage system 1 that was potentially used.